Event description:
Customer called to report the pump's driver block was stuck in the unlock position. Troubleshooting was performed. Unit passed the test. Device was not dropped, bumped, or exposed to moisture.